Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion occurred. A review of the event history log revealed multiple upstream occlusion messages as a false upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upstream sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. During functional testing, an downstream occlusion occurred. A review of the event history log revealed multiple downstream occlusion messages as a false downstream occlusion, but the log can not determine if the alarms are true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The pump was determined to be within specification and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed upstream occlusion and alarmed downstream occlusion during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During functional testing for the reported "upstream occlusion", an upstream occlusion alarm did not occur however, a review of the event history log revealed multiple upstream occlusion messages which verifies the reported issue. Additional testing of the device found that it did not detect an upstream occlusion when an upstream occlusion was introduced. The cause of the condition was determined to be a failed upstream sensor. The ultrasonic sensor requires replacement to address this issue. During functional testing for the reported "downstream occlusion", a downstream occlusion alarm did not occur, but a review of the event history log revealed multiple downstream occlusion messages. The issue was verified but no causality was identified and no correction for this issue. Should additional relevant information become available, a supplemental report will be submitted.